Manufacturer narrative:
Philips service replaced the ethernet switch and control unit with repl. Kit ethernet switch crcb and mpd control unit and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to power on; parts were replaced on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.